Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record was not performed since the part and lot numbers were not reported. The reported patient effect of occlusion is listed in the instructions for use, coronary stent graft system, graftmaster rx as a known patient effect of coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a rx graftmaster was implanted on (B)(6) 2021 successfully with no issues and that the perforation was sealed. On (B)(6) 2021, the patient went back for surgery and it was noted the stent had shut down [occluded]. No additional information was provided.